Manufacturer narrative:
Occupation is lay user/patient. The customer's meter and test strips were requested for investigation. The customer's test strips were not returned. The customer's meter was provided for investigation where it was tested using retention strips and controls. Testing results (qc range = 4.1 ¿ 6.8 inr): qc 1: 5.2 inr, qc 2: 5.3 inr, qc 3: 5.4 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant low inr results with coaguchek xs meter serial number (B)(4) compared to a doctor office¿s coaguchek xs plus meter. The time between meter to meter testing was requested but not provided. The customer¿s meter result was 1.9 inr, and the doctor office¿s meter result was 2.5 inr. The result of 2.5 inr was believed to be correct. The customer¿s therapeutic range is 2.5- 3.0 inr.